Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for low battery alarm or perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. Insulin pump was received with minor scratches on display window and cracked battery tube threads. No moisture damage inside insulin pump noted.

Event description:
It was reported that a button error was received on the insulin pump, after the patient jumped into a pool with it on. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).